Event description:
It was reported that the patient's atrial lead had dislodged. The patient presented for lead explant, however, the operation was abandoned as patient vasculature was occluded for access. The lead was left in the body. The patient was stable.